Manufacturer narrative:
Age at time of event: 18 years or older. The device was returned for analysis. A leak was observed in the middle section of the imaging window. The imaging window was torn and due to this damage the solution leaked. It was observed that the catheter flushed normally when the imaging core was fully retracted and fully advanced. Impedance testing showed an electrical short at the distal wave form. During image characterization testing, no image appeared in the ilab system. The complaint device was sent for x-ray analysis to further characterize the electrical failure. Based on the x-ray analysis, no discernible defect could be seen.

Event description:
Reportable based on device analysis completed on 05aug2020. An opticross hd imaging catheter was used to view the target lesion. During the intravenous ultrasound, the catheter was not able to generate an image. The procedure was completed with another of the same device. No patient complications were reported. However, returned device analysis revealed that there was a leak in the middle section of the imaging window and the imaging window was torn.